Event description:
My libre 3 plus sensor readings were way off from my glucometer. Sometimes as many as 50 points higher than my glucometer. I was admitted to the hospital from the emergency department on (B)(6) 2025 after being seen at urgent care immediately before with an urgent care glucometer reading of 41. That was at 7:10pm, while my sensor said my blood sugar was 80. At the hospital 10 mins later my blood sugar was 47 per the hospital glucometer. When I was being discharged from the hospital on (B)(6) 2025 at 2:58pm my sensor told me my blood sugar was 142 and going up, when I checked it against the hospital glucometer my blood sugar was 64. While I was in the hospital I received d50 IV, was placed on continuous fluids with dextrose in them (d5ns) x1 liter, and increase of my acarbose medication. I was very lethargic and missed several days of work due to this incident. Please see notes above regarding comparison of hospital/personal glucometer and my libre 3 plus sensor.